Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient present for routine follow up, the left ventricular lead was dislodged. The lead was explanted and replaced, the patient was stable post procedure and would be followed normally.